Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). No UDI nor lot number were provided, therefore section d1 and d4 were unable to be completed.

Event description:
A territory manager reported an end user experienced an issue when using an evlt procedure kit. As the fiber was being removed using the introducer that had been inserted 20cm deep, the fiber broke, causing part of the introducer to remain inside the patient's leg. The retained portion was removed with open surgery. The patient did not experience any harm as a result of this incident.

Manufacturer narrative:
The customer's reported complaint description of the sheath tubing was burned/melted and detached inside the patient's vein was confirmed via a picture provided, however, no fiber or sheath complaint sample was returned. Without receiving product for evaluation, a definitive root cause for this event cannot be determined. Potential root cause for this failure mode is the doctor pulling the fiber tip inside of the sheath tubing and/or fracture of fiber shaft (due to handling damage), which allows laser energy to escape at the fractured location. A DHR review was not conducted since there was no reported lot number. A DHR review of the ship history report (shr) lots was also not conducted since complaint was reported by the distributor so there is no shr available for the end user facility (which is also unknown). Labeling review: the directions for use (dfu) which is supplied to the end user with this catalog number contains the following statements: "prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage. Advance the nevertouch direct laser fiber through the introducer sheath to the treatment location. If treating the great saphenous vein, position the fiber tip so it is 1-2cm below the sapheno-femoral junction. Verify fiber tip position using ultrasound guidance. Procedure: carefully read all instructions and observe all warnings prior to performing the procedure. Patient complications may occur if this is not done. This procedure can be performed in the physicians' office or as an outpatient treatment under local anesthesia and should be performed by a qualified physician who has received training in these techniques. Slide the introducer sheath out of the vessel and back along the fiber. Note: if the sheath is left inside the vessel during the procedure, upon visualization of the 16cm warning mark, begin removing the sheath from the vessel in conjunction with the fiber. Note: if use with the 65 cm trè-sheath introducer is required in place of the introducer, align the back end of the trè-sheath hub with the center of the 72cm locating mark. Note: if a trè-sheath is used, confirm the fiber tip protrudes at least 2cm past the tip of the trè-sheath prior to lasing. Verify fiber tip position using ultrasound guidance. Activate the laser by depressing the foot pedal while withdrawing the fiber (and trè-sheath introducer if applicable), at a rate that adequately delivers desired laser energy per centimeter. (810nm, 980nm lasers: 50-80 joules per cm) (1470nm lasers: 30-50 joules per cm) do not apply direct external hand pressure or force over the fiber tip during energy activation. Cease operating the laser by removing foot from the foot pedal when the fiber tip is 2 - 3 cm from the access site as indicated by markers on the shaft of the fiber (or trè-sheath introducer if applicable). The nevertouch direct fiber tip is 4 cm from the access site when the white exit marks begin and 3cm from the access site when the white exit marks terminate. " the user manual (man/31/0075), which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).